Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery. The 2.5x20 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the target lesion without resistance. However, the balloon failed to inflate. A same size nc trek rx bdc was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.